Manufacturer narrative:
Corrected fields are e1 event site state,event site telephone, h6 type of investigation, component code and h11. Updated fields are b4, g3, g6,h2. The esp personnel discussed common reasons for the alarm and the patient taking large deep breaths could be the culprit, so the esp personnel recommended user also check the insertion site for a restriction and further assured user taht she correctly assessed the tubing & connections and then used the iab fill key. The esp personnel reassured her that every 4 hours was not too frequent, but if is occurring several times in an hour and or she cannot resolve with iab fill to call back.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.